Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the right ventricular (rv) lead. The impedance was high, the lead was unable to pace or sense appropriately, there was non-capture at high thresholds, and the lead was suspected to be fractured. Therapies were turned off and the patient was transferred to another hospital where the lead was capped and replaced. No further patient complications have been reported as a result of this event.